Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Upon device interrogation, the patient's right atrial lead exhibited noise resulting in inappropriate automatic mode switch episodes. No intervention was reported.